Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Device report received from (B)(6) indicates a pt was implanted with n-flex rods approx 2 years ago. Due to ongoing pain, the pt was revised and the n-flex was removed. It was noted during the revision that the bushing slipped under the pcu.